Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus'), device expulsion ('parts of essure coils may have migrated into uterus') and multiple episodes of abdominal pain ('abdominal pain on the right side', 'abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: *on or around (B)(6) 2009, plaintiff underwent a hsg which showed that the bilateral essure implants were present and no spillage of contrast into the peritoneal cavity. Subsequent imaging demonstrated a small nodular defect inferiorly. On or about (B)(6) 2012 plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. On or about (B)(6) 2015, plaintiff underwent another abdominal CT which showed linear dense structures in the regions of the fallopian tubes which appear to be the tubal occlusion devices, focal punctate dense structures within the right and left side of the uterine fundus near the cornua which may be related to the occlusion devices, and a third linear dense structure external to the uterus in the pelvis. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. Concurrent conditions included fibroidectomy (the doctor implanted the essure device performing a dilation and curettage, thermal endometrial ablation and removal of submucosal fibroid concomitantly with the essure procedure. Plaintiff post-procedure course has been marked by severe abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure.) And endometrial ablation (thermal endometrial ablation concomitantly with the essure procedure). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced procedural pain ("severe abdominal pain post-procedure"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("diarrhea"), 1 year 5 months after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2012, the patient experienced dyspareunia ("bleeding and pain after intercourse") and coital bleeding ("bleeding and pain after intercourse"). On (B)(6) 2016, the patient experienced flank pain ("flank pain") and urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysteroscopy with laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2016) and treated in emergency room. Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation and device expulsion had resolved. At the time of the report, the perforation and genital haemorrhage outcome was unknown and the procedural pain, nausea, diarrhoea, dyspareunia, coital bleeding, the last episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain had resolved. The reporter considered coital bleeding, device dislocation, device expulsion, diarrhoea, dyspareunia, flank pain, genital haemorrhage, nausea, pelvic pain, perforation, procedural pain, urinary tract infection, vomiting, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: plaintiff post-procedure course has been marked by severe abdominal pain. The plaintiff presented to the clinic on or around (B)(6) 2010 with complaints of abdominal pain on the right side, nausea, and diarrhea. The doctor ordered an ultrasound of plaintiff abdomen, which was normal. Plaintiff was treated continuously for pain the right quadrant of her abdomen. On or about (B)(6) 2012, plaintiff presented to the emergency room with complaints of abdominal pain and vomiting. Plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. Plaintiff medical records show that she continued to report abdominal pain at a doctors office visits following her (B)(6) 2012 visit to the emergency room. She also reported bleeding and pain after intercourse, and was advised to use lubrication. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. She was diagnosed with a urinary tract infection. Plaintiff then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed that parts of the essure coils may have migrated into her uterus, causing her symptoms. Due to ongoing pain and the migration of the essure coil, plaintiff underwent a hysteroscopy with laparoscopic bilateral salpingectomy on or around (B)(6) 2016. Plaintiff severe abdominal pain resolved after this procedure. Despite suffering from these symptoms for over five years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Essure device may be still implanted and ausing her pain discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2009: essure wires are identified in the lesser pelvis. The intestinal gas pattern appears normal. 2. No osseous abnormalities are visualized. Imaging procedure - on (B)(6) 2009: results: small nodular defect inferiorly. Ultrasound scan - on an unknown date: normal; on (B)(6) 2012: results: normal. Ultrasound scan vagina - on (B)(6) 2016: results: parts of essure coils migrated into uterus. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-jun-2021: mr received-new reporter, lab data, rcc, removal details were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus"), device expulsion ("parts of essure coils may have migrated into uterus") and the first episode of abdominal pain ("abdominal pain on the right side") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroidectomy (the doctor implanted the essure device performing a dilation and curettage, thermal endometrial ablation and removal of submucosal fibroid concomitantly with the essure procedure. Plaintiff post-procedure course has been marked by severe abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure.) And endometrial ablation (thermal endometrial ablation concomitantly with the essure procedure). On (B)(6) 2009, the patient started essure. In 2009, the patient experienced the first episode of abdominal pain ("severe abdominal pain post-procedure"). On (B)(6) 2010, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), the third episode of abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2012, the patient experienced dyspareunia ("bleeding and pain after intercourse") and coital bleeding ("bleeding and pain after intercourse"). On (B)(6) 2016, the patient experienced flank pain ("flank pain") and urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysteroscopy with laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2016). Essure was removed. On (B)(6) 2016, the device dislocation and device expulsion had resolved. At the time of the report, the first episode of abdominal pain, second episode of abdominal pain, nausea, diarrhoea, dyspareunia, coital bleeding, third episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain had resolved. The reporter considered device dislocation, device expulsion, the first episode of abdominal pain, the second episode of abdominal pain, nausea, diarrhoea, dyspareunia, coital bleeding, the third episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain to be related to essure. The reporter commented: plaintiff post-procedure course has been marked by severe abdominal pain. The plaintiff presented to the clinic on or around (B)(6) 2010 with complaints of abdominal pain on the right side, nausea, and diarrhea. The doctor ordered an ultrasound of plaintiff abdomen, which was normal. Plaintiff was treated continuously for pain the right quadrant of her abdomen. On or about (B)(6) 2012, plaintiff presented to the emergency room with complaints of abdominal pain and vomiting. Plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. Plaintiff medical records show that she continued to report abdominal pain at a doctors office visits following her (B)(6) 2012 visit to the emergency room. She also reported bleeding and pain after intercourse, and was advised to use lubrication. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dyseuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. She was diagnosed with a urinary tract infection. Plaintiff then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed that parts of the essure coils may have migrated into her uterus, causing her symptoms. Due to ongoing pain and the migration of the essure coil, plaintiff underwent a hysteroscopy with laparoscopic bilateral salpingectomy on or around (B)(6) 2016. Plaintiff severe abdominal pain resolved after this procedure. Despite suffering from these symptoms for over five years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: imaging procedure result was small nodular defect inferiorly. On (B)(6) 2012: ultrasound abdomen result was normal. On (B)(6) 2016: ultrasound scan vagina result was parts of essure coils migrated into uterus. On or around (B)(6) 2009, plaintiff underwent a hsg which showed that the bilateral essure implants were present and no spillage of contrast into the peritoneal cavity. Subsequent imaging demonstrated a small nodular defect inferiorly. On or about (B)(6) 2012 plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. On or about (B)(6) 2015, plaintiff underwent another abdominal CT which showed linear dense structures in the regions of the fallopian tubes which appear to be the tubal occlusion devices, focal punctate dense structures within the right and left side of the uterine fundus near the cornua which may be related to the occlusion devices, and a third linear dense structure external to the uterus in the pelvis. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain on the right side. It was reported that one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus (seen as device dislocation) and that parts of essure coils may have migrated into uterus (seen as partial expulsion of device). A hysteroscopy with laparoscopic bilateral salpingectomy was performed and essure was removed. The events are regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, plaintiff experienced abdominal pain about 1 year and 6 months after essure insertion. The exact date and mechanism of device dislocation and partial expulsion of device are not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus'), device expulsion ('parts of essure coils may have migrated into uterus') and multiple episodes of abdominal pain ('abdominal pain on the right side', 'abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroidectomy (the doctor implanted the essure device performing a dilation and curettage, thermal endometrial ablation and removal of submucosal fibroid concomitantly with the essure procedure. Plaintiff post-procedure course has been marked by severe abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure.) And endometrial ablation (thermal endometrial ablation concomitantly with the essure procedure). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced procedural pain ("severe abdominal pain post-procedure"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("diarrhea"), 1 year 5 months after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2012, the patient experienced dyspareunia ("bleeding and pain after intercourse") and coital bleeding ("bleeding and pain after intercourse"). On (B)(6) 2016, the patient experienced flank pain ("flank pain") and urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysteroscopy with laparoscopic bilateral salpingectomy and essure removal and hysteroscopy with laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2016) and treated in emergency room. Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation and device expulsion had resolved. At the time of the report, the perforation and genital haemorrhage outcome was unknown and the procedural pain, nausea, diarrhoea, dyspareunia, coital bleeding, the last episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain had resolved. The reporter considered coital bleeding, device dislocation, device expulsion, diarrhoea, dyspareunia, flank pain, genital haemorrhage, nausea, pelvic pain, perforation, procedural pain, urinary tract infection, vomiting, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff post-procedure course has been marked by severe abdominal pain. The plaintiff presented to the clinic on or around (B)(6) 2010 with complaints of abdominal pain on the right side, nausea, and diarrhea. The doctor ordered an ultrasound of plaintiff abdomen, which was normal. Plaintiff was treated continuously for pain the right quadrant of her abdomen. On or about (B)(6) 2012, plaintiff presented to the emergency room with complaints of abdominal pain and vomiting. Plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. Plaintiff medical records show that she continued to report abdominal pain at a doctors office visits following her (B)(6) 2012 visit to the emergency room. She also reported bleeding and pain after intercourse, and was advised to use lubrication. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. She was diagnosed with a urinary tract infection. Plaintiff then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed that parts of the essure coils may have migrated into her uterus, causing her symptoms. Due to ongoing pain and the migration of the essure coil, plaintiff underwent a hysteroscopy with laparoscopic bilateral salpingectomy on or around (B)(6) 2016. Plaintiff severe abdominal pain resolved after this procedure. Despite suffering from these symptoms for over five years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Essure device may be still implanted and ausing her pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results: small nodular defect inferiorly. Ultrasound scan - on an unknown date: normal; on (B)(6) 2012: results: normal. Ultrasound scan vagina - on (B)(6) 2016: results: parts of essure coils migrated into uterus. Diagnostic results: on or around (B)(6) 2009, plaintiff underwent a hsg which showed that the bilateral essure implants were present and no spillage of contrast into the peritoneal cavity. Subsequent imaging demonstrated a small nodular defect inferiorly. On or about (B)(6) 2012 plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. On or about (B)(6) 2015, plaintiff underwent another abdominal CT which showed linear dense structures in the regions of the fallopian tubes which appear to be the tubal occlusion devices, focal punctate dense structures within the right and left side of the uterine fundus near the cornua which may be related to the occlusion devices, and a third linear dense structure external to the uterus in the pelvis. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation'), device dislocation ('one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus'), device expulsion ('parts of essure coils may have migrated into uterus') and multiple episodes of abdominal pain ('abdominal pain on the right side', 'abdominal pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroidectomy (the doctor implanted the essure device performing a dilation and curettage, thermal endometrial ablation and removal of submucosal fibroid concomitantly with the essure procedure. Plaintiff post-procedure course has been marked by severe abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure.) And endometrial ablation (thermal endometrial ablation concomitantly with the essure procedure). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced procedural pain ("severe abdominal pain post-procedure"). On (B)(6) 2010, the patient experienced the first episode of abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("diarrhea"), 1 year 5 months after insertion of essure. On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the second episode of abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2012, the patient experienced dyspareunia ("bleeding and pain after intercourse") and coital bleeding ("bleeding and pain after intercourse"). On (B)(6) 2016, the patient experienced flank pain ("flank pain") and urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain/pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required) and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (hysteroscopy with laparoscopic bilateral salpingectomy and essure removal and hysteroscopy with laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2016) and treated in emergency room. Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation and device expulsion had resolved. At the time of the report, the perforation and genital haemorrhage outcome was unknown and the procedural pain, nausea, diarrhoea, dyspareunia, coital bleeding, the last episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain had resolved. The reporter considered coital bleeding, device dislocation, device expulsion, diarrhoea, dyspareunia, flank pain, genital haemorrhage, nausea, pelvic pain, perforation, procedural pain, urinary tract infection, vomiting, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: plaintiff post-procedure course has been marked by severe abdominal pain. The plaintiff presented to the clinic on or around (B)(6) 2010 with complaints of abdominal pain on the right side, nausea, and diarrhea. The doctor ordered an ultrasound of plaintiff abdomen, which was normal. Plaintiff was treated continuously for pain the right quadrant of her abdomen. On or about (B)(6) 2012, plaintiff presented to the emergency room with complaints of abdominal pain and vomiting. Plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. Plaintiff medical records show that she continued to report abdominal pain at a doctors office visits following her (B)(6) 2012 visit to the emergency room. She also reported bleeding and pain after intercourse, and was advised to use lubrication. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. She was diagnosed with a urinary tract infection. Plaintiff then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed that parts of the essure coils may have migrated into her uterus, causing her symptoms. Due to ongoing pain and the migration of the essure coil, plaintiff underwent a hysteroscopy with laparoscopic bilateral salpingectomy on or around (B)(6) 2016. Plaintiff severe abdominal pain resolved after this procedure. Despite suffering from these symptoms for over five years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Essure device may be still implanted and ausing her pain diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: results: small nodular defect inferiorly. Ultrasound scan - on an unknown date: normal; on (B)(6) 2012: results: normal. Ultrasound scan vagina - on (B)(6) 2016: results: parts of essure coils migrated into uterus. Diagnostic results: on or around (B)(6) 2009, plaintiff underwent a hsg which showed that the bilateral essure implants were present and no spillage of contrast into the peritoneal cavity. Subsequent imaging demonstrated a small nodular defect inferiorly. On or about (B)(6) 2012 plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. On or about (B)(6) 2015, plaintiff underwent another abdominal CT which showed linear dense structures in the regions of the fallopian tubes which appear to be the tubal occlusion devices, focal punctate dense structures within the right and left side of the uterine fundus near the cornua which may be related to the occlusion devices, and a third linear dense structure external to the uterus in the pelvis. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 28-aug-2020: pfs received: new event added-perforation, abnormal bleeding. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus"), device expulsion ("parts of essure coils may have migrated into uterus") and the first episode of abdominal pain ("abdominal pain on the right side") in an adult female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroidectomy (the doctor implanted the essure device performing a dilation and curretage, thermal endometrial ablation and removal of submucosal fibroid concomitantly with the essure procedure. Plaintiff post-procedure course has been marked by severe abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure.) And endometrial ablation (thermal endometrial ablation concomitantly with the essure procedure). On (B)(6) 2009, the patient started essure. In 2009, the patient experienced the first episode of abdominal pain ("severe abdominal pain post-procedure"). On (B)(6) 2010, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and clinically significant/intervention required), the third episode of abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2012, the patient experienced dyspareunia ("bleeding and pain after intercourse") and coital bleeding ("bleeding and pain after intercourse"). On (B)(6) 2016, the patient experienced flank pain ("flank pain") and urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (hysteroscopy with laparoscopic bilateral salpingectomy and essure removal on (B)(6) 2016). Essure was removed. On (B)(6) 2016, the device dislocation and device expulsion had resolved. At the time of the report, the first episode of abdominal pain, second episode of abdominal pain, nausea, diarrhoea, dyspareunia, coital bleeding, third episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain had resolved. The reporter considered device dislocation, device expulsion, the first episode of abdominal pain, the second episode of abdominal pain, nausea, diarrhoea, dyspareunia, coital bleeding, the third episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain to be related to essure. The reporter commented: plaintiff post-procedure course has been marked by severe abdominal pain. The plaintiff presented to the clinic on or around (B)(6) 2010 with complaints of abdominal pain on the right side, nausea, and diarrhea. The doctor ordered an ultrasound of plaintiff abdomen, which was normal. Plaintiff was treated continuously for pain the right quadrant of her abdomen. On or about (B)(6) 2012, plaintiff presented to the emergency room with complaints of abdominal pain and vomiting. Plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. Plaintiff medical records show that she continued to report abdominal pain at a doctors office visits following her (B)(6) 2012 visit to the emergency room. She also reported bleeding and pain after intercourse, and was advised to use lubrication. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dyseuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. She was diagnosed with a urinary tract infection. Plaintiff then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed that parts of the essure coils may have migrated into her uterus, causing her symptoms. Due to ongoing pain and the migration of the essure coil, plaintiff underwent a hysteroscopy with laparoscopic bilateral salpingectomy on or around (B)(6) 2016. Plaintiff severe abdominal pain resolved after this procedure. Despite suffering from these symptoms for over five years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2009: imaging procedure result was small nodular defect inferiorly. On (B)(6) 2012: ultrasound abdomen result was normal. On (B)(6) 2016: ultrasound scan vagina result was parts of essure coils migrated into uterus. On or around (B)(6) 2009, plaintiff underwent a hsg which showed that the bilateral essure implants were present and no spillage of contrast into the peritoneal cavity. Subsequent imaging demonstrated a small nodular defect inferiorly. On or about (B)(6) 2012 plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. On or about (B)(6) 2015, plaintiff underwent another abdominal CT which showed linear dense structures in the regions of the fallopian tubes which appear to be the tubal occlusion devices, focal punctate dense structures within the right and left side of the uterine fundus near the cornua which may be related to the occlusion devices, and a third linear dense structure external to the uterus in the pelvis. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dyseuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. Company causality comment: an adult female plaintiff had essure (fallopian tube occlusion insert) inserted and experienced abdominal pain on the right side. It was reported that one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus (seen as device dislocation) and that parts of essure coils may have migrated into uterus (seen as partial expulsion of device). A hysteroscopy with laparoscopic bilateral salpingectomy was performed and essure was removed. The events are regarded as anticipated according to the reference safety information for essure. Abdominal pain may occur with essure therapy. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes, this movement could be an expulsion (into uterus or out of the body) or dislocation (distal fallopian tube or peritoneal cavity). In this case, plaintiff experienced abdominal pain about 1 year and 6 months after essure insertion. The exact date and mechanism of device dislocation and partial expulsion of device are not known. Based on their nature, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention was performed and device removal was required. Additionally, non-serious events were reported. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the essure devices has been expelled into the peritoneum superior and posterior to the uterine fundus"), device expulsion ("parts of essure coils may have migrated into uterus") and the second episode of abdominal pain ("abdominal pain on the right side") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included fibroidectomy (the doctor implanted the essure device performing a dilation and curettage, thermal endometrial ablation and removal of submucosal fibroid concomitantly with the essure procedure. Plaintiff post-procedure course has been marked by severe abdominal pain. Plaintiff never experienced such immense abdominal pain prior to undergoing the essure procedure.) And endometrial ablation (thermal endometrial ablation concomitantly with the essure procedure). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced the first episode of abdominal pain ("severe abdominal pain post-procedure"). On (B)(6) 2010, 1 year 6 months after insertion of essure, the patient experienced the second episode of abdominal pain (seriousness criteria medically significant and intervention required), nausea ("nausea") and diarrhoea ("diarrhea"). On (B)(6) 2012, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), the third episode of abdominal pain ("abdominal pain") and vomiting ("vomiting"). In (B)(6) 2012, the patient experienced dyspareunia ("bleeding and pain after intercourse") and coital bleeding ("bleeding and pain after intercourse"). On (B)(6) 2016, the patient experienced flank pain ("flank pain") and urinary tract infection ("urinary tract infection") with dysuria. On (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysteroscopy with laparoscopic bilateral salpingectomy and essure removal). Essure was removed on (B)(6) 2016. On (B)(6) 2016, the device dislocation and device expulsion had resolved. At the time of the report, the nausea, diarrhoea, dyspareunia, coital bleeding, the last episode of abdominal pain, vomiting, flank pain, urinary tract infection and pelvic pain had resolved. The reporter considered coital bleeding, device dislocation, device expulsion, diarrhoea, dyspareunia, flank pain, nausea, pelvic pain, urinary tract infection, vomiting, the first episode of abdominal pain, the second episode of abdominal pain and the third episode of abdominal pain to be related to essure. The reporter commented: plaintiff post-procedure course has been marked by severe abdominal pain. The plaintiff presented to the clinic on or around (B)(6) 2010 with complaints of abdominal pain on the right side, nausea, and diarrhea. The doctor ordered an ultrasound of plaintiff abdomen, which was normal. Plaintiff was treated continuously for pain the right quadrant of her abdomen. On or about (B)(6) 2012, plaintiff presented to the emergency room with complaints of abdominal pain and vomiting. Plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. Plaintiff medical records show that she continued to report abdominal pain at a doctors office visits following her (B)(6) 2012 visit to the emergency room. She also reported bleeding and pain after intercourse, and was advised to use lubrication. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. She was diagnosed with a urinary tract infection. Plaintiff then had a transvaginal ultrasound on or around (B)(6) 2016 for pelvic pain, which revealed that parts of the essure coils may have migrated into her uterus, causing her symptoms. Due to ongoing pain and the migration of the essure coil, plaintiff underwent a hysteroscopy with laparoscopic bilateral salpingectomy on or around(B)(6) 2016. Plaintiff severe abdominal pain resolved after this procedure. Despite suffering from these symptoms for over five years, plaintiff symptoms resolved only after removal of her essure device. Until the removal, neither she nor her doctors could clearly correlate her problem as being associated with the device. After the removal, the cause of her problems became obvious, due to their resolution. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2009: small nodular defect inferiorly. Ultrasound abdomen - on (B)(6) 2012: normal. Ultrasound scan vagina - on (B)(6) 2016: parts of essure coils migrated into uterus on or around (B)(6) 2009, plaintiff underwent a hsg which showed that the bilateral. Essure implants were present and no spillage of contrast into the peritoneal cavity. Subsequent imaging demonstrated a small nodular defect inferiorly. On or about (B)(6) 2012 plaintiff underwent a CT of her abdomen that demonstrated that one of the essure devices had been expelled into the peritoneum superior and posterior to the uterine fundus. On or about (B)(6) 2015, plaintiff underwent another abdominal CT which showed linear dense structures in the regions of the fallopian tubes which appear to be the tubal occlusion devices, focal punctate dense structures within the right and left side of the uterine fundus near the cornua which may be related to the occlusion devices, and a third linear dense structure external to the uterus in the pelvis. On or about (B)(6) 2016, plaintiff was treated in the emergency room for flank pain and worsening dysuria. A CT at that time showed no acute findings and multiple metallic densities about the left adnexa. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: after internal review: company causality assessment was amended according to current standards. Company causality comment: no lot number or sample was available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.